Manufacturer narrative:
Suspect medical devices: alinity I processing module, 03r65-01, (B)(4). Alinity c processing module, 03r67-01, (B)(4). Correction/removal number: 3002809144-02/27/19-001-c. A product correction letter was issued on february 26, 2019 to all alinity ci-series processing module customers. The letter informs the customer of the issue regarding the safety interlock covering the septum piercing probes within the bulk solution bottle holder, which may not deploy when a bulk solution bottle is removed from either the alinity I processing module or the alinity c processing module. The letter further warns the customer of the probe stick hazard and potential exposure of unprotected skin to the bulk solutions. The alinity I trigger solution contains hydroxide at a concentration that may cause skin irritation; the alinity I concentrated wash buffer contains 5-bromo-5-nitro-1,3-dioxane, which may produce an allergic reaction; and the alinity c alkaline wash contains sodium hydroxide at a concentration that may cause severe skin burns. The product correction letter provides instructions to continue to follow the alinity ci-series operations manual when replacing the bulk solutions. An abbott representative will contact all impacted customers to schedule time for placement of hazard labeling in the bulk solution area to increase awareness of this hazard. Additionally, the ci-series operations manual is being updated to include the hazard information.

Event description:
The bulk solutions on the alinity ci-series processing module are loaded into the door of the bulk solution storage area. The bottle is loaded by inverting it and placing it in the appropriate bottle holder. A septum ensures the bulk solution does not spill as the bottle is inverted. As the bottle is placed into the bottle holder, a safety interlock is pushed back exposing the septum piercing probes to puncture the septum. When the bottle release button is depressed and the bottle is removed, the safety interlock should re-cover the septum piercing probes. However, if the safety interlock does not cover the septum piercing probes, the probes represent a probe stick hazard as well as a potential risk of user skin exposure to chemically hazardous bulk solutions. Abbott laboratories has identified that the required hazard label was not applied to the instrument bulk solution area of the alinity I processing module and alinity c processing module to warn laboratory technicians about the potential probe stick and chemical exposure hazards. Additionally, information regarding the label was not included in the operations manual to identify the risk of potential probe stick and chemical exposure hazards. There has been no report of impact to patient management or serious injury due to this issue.